Manufacturer narrative:
(B)(4). This complaint is related to medwatch ##1828100-2016-00132. The reported complaint was confirmed. The field service representative (fsr) found that the black heater hoses in the cooler heater unit were deteriorating and needed to be replaced. The hoses were replaced and the debris was cleaned out of the unit. The fsr completed preventive maintenance (pm) on the unit and the unit operated to manufacturer specifications and was returned to clinical use. A MDR remediation activity related to manufactured devices with a u.s. Food and drug administration (FDA) product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.

Event description:
It was reported that during non clinical activity (repair for medwatch #1828100-2016-00132), the field service representative (fsr) discovered black pieces of hose debris in water of the cooler heater unit. There was no patient involvement.